Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly. A new lead with different model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis result showed helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. The susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. Furthermore, the lead passed the electrical continuity test indicating conductors are intact, hipot test indicating no electrical shorts between conductors and stylet insertion test indicating no blockage in the lumen. Visual inspection revealed no abnormalities.